Manufacturer narrative:
The reported events were dislodgement, r-wave amp variation, and signal noise. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was dislodged and decreased r-wave amplitude sensing and noise. The rv lead was explanted and new rv lead was implanted. The patient was in stable condition.